Manufacturer narrative:
Internal report reference number: (B)(4). 8 syringes were returned for evaluation. Evaluation in process most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call 17-jun-2024 to ensure the customer¿s initial concern was resolved- the customer stated that she is satisfied with replacement.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes, stating that the syringe would not draw in medication. Customer is not a diabetic but uses the syringes for her injectable migraine medication. Customer was advised that the true plus syringes are designed for insulin use only. The package was not open or damaged when received. The customer has been using the product for about 1 month. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.